Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on patient, an 840 ventilator had a compressor that was inoperable. The patient was removed from the ventilator, bagged and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The biomed inspected the device and indicated the compressor's motor was very hot. The evaluation of the device has not been concluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.